Event description:
The manufacturer representative reported two days after a routine pump replacement, the patient presented to the ER with signs of withdrawal. No specific symptoms were reported. The hcp performed a dye study which showed a collection of dye at the pocket site. The patient was scheduled for a revision that night. When the pocket site was opened, the old catheter connector to the pump was found to be leaking. The catheter connector was replaced and the patient was programmed to their original settings. Additional information has been requested, but was not available on the date of this report.